Event description:
Pt revised from epik to total knee due to pain.

Manufacturer narrative:
The explant has been received, but analysis has not yet begun. Results of the analysis will be submitted when available.